Event description:
Edwards received information that a 27mm 7300tfxj valve was explanted after an implant duration of approximately four (4) years due to stenosis. Upon recent outpatient consultation, echo indicated immobility of one leaflet. In addition to that, heart failure with dyspnea was observed, re-do mvr was performed. Per the medical opinion, pannus was the likely cause.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 7300tfxj valve was explanted after an implant duration of approximately four (4) years and four (4) months due to stenosis. The patient underwent bioprosthetic valve implantation in 2021. Upon recent outpatient consultation, echo indicated immobility of one leaflet. In addition to that, heart failure with dyspnea was observed, re-do mvr was performed. Per the medical opinion, pannus was the likely cause of this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections a1-a3, b2, b3, d4 (serial number, expiration date, UDI number), d6a, g3, h4, h6 (investigation findings, investigation conclusions). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected sections b5.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis was confirmed. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 10mm at commissure 1, and leaflets 2 and 3 by approximately 9mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone. White suture remained attached to the sewing ring. H11: additional manufacturer narrative: updated sections d6b, d9, g3, h3, h6 (type of investigation). The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. H11: corrected data: corrected section h6 (device code).